Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2010 by fax mail. A completed questionnaire was received on (B)(4) 2010. (B)(4) .

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "white powdery substance seen in product entering the eye" (foreign material present in device). A nurse reported that the surgeon noted a "white powdery substance exit the hub of the syringe while injecting [viscoelastic] into the eye". The physician stopped the injection and rinsed the eye. There was no patient harm reported and the surgery was completed with no delay nor medical or surgical intervention. Cultures of the viscoelastic for fungus and bacteria were negative. The surgeon reported the patient has no signs of infection or inflammation postoperatively. In a follow up, the surgeon reported the event resolved without treatment.